Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in the clinical titled ¿clinical outcomes and safety of leg_v011 with minimum 12 months follow up" that 16 patients diagnosed with fracture and burst fracture from jan 2014 to jan 2018, post-op, one patient suffered from deep infection. There were 2 unknown device deficiencies. Post-operatively, one patient suffered from deep infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Group discussed in this study: (B)(4): titanium fixation system.